Event description:
It was reported that during an occlusion procedure, removal difficulties were encountered. The lesion was located in the left superficial femoral artery (sfa). The sentinol 6 mm x 79 mm x 1350 mm self-expanding nitinol biliary stent system was advanced across the lesion and the stent was deployed successfully. The stent delivery system appeared to release fine from the guide wire upon withdrawal. Once the stent delivery system was in the sheath it would not pull back. The physician cut the stent delivery system around the guidewire so he could maintain control of the guide wire at the sheath exit site. The remainder of the stent delivery system was removed without incident, but only by removing it together with the guide wire. The physician attempted to subsequently pass several guide wires, without success. It was reported that the distal end of the sheath was severely damaged and the stent was entangled on it. The procedure was not completed because the physician had lost wire access. No further pt injuries or complications were reported. The pt's status was reported as "ok".